Event description:
The customer reported that erroneous chloride (cl), sodium (na) and potassium (k) results were generated on the olympus au600 clinical chemistry analyzer for multiple patients. All of the erroneous results were caused by the same instrument issues. Beckman coulter inc. Assessment of customer supplied data indicates the involvement of thirty eight patient results. Note that the patient data provides conflicting occurrence dates for some patient results. Raw patient data implies that all patient results were generated on (B)(6) 2011 and hence this date is inferred as the date of occurrence for this event. The initial erroneous cl, na and k results were reported outside of the laboratory, and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Repeat testing yielded repeat na, k, and cl results in the normal range which were regarded as valid. In three instances, repeat cl results were above the normal reference range of the chemistry. Corrected reports were issued. Patient samples were both fasting and non-fasting samples instrument na, cl and k quality control results at the time of this event were found to meet customers established specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The root cause of the erroneous na, cl and k results was that the wash heater and the sample syringe were not working properly. Na, k, and cl share the same ion-selective electrode (ise) reagents, sample syringe, and tubing, hence this type of instrument malfunction would mostly likely affect all ise tests. The fse replaced the wash heater and the sample syringe. Upon completion of the necessary repairs the instrument was returned back into operation.